Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that the v60 ventilator had a misalignment in the touch position. A calibration was performed, but the issue was not resolved. The touchscreen was replaced to resolve the issue.

Manufacturer narrative:
The suspected touchscreen was returned to philips for evaluation. The technician documented the following conclusion/root cause, product investigation lab (pil) tech verified that the touch screen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found.